Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008: the patient presented with complaint of intermittent numbness and tingling in his left hand for 6 month. (B)(6) 2009: the patient presented with following preoperative diagnosis: left carpal tunnel syndrome. Procedure performed: left end oscopic carpal tunnel release. No patient complications were reported. (B)(6) 2009: the patient presented with following preop diagnosis: obstructive urinary symptoms. The patient underwent colonoscopy. The patient had following postop diagnosis: diverticulosis. No patient complications were reported. (B)(6) 2009: the patient presented with following preop diagnosis: history of colon polyps. The patient underwent the following procedures: 1. Cystourethroscopy. 2. Transurethral resection of prostate. No patient complications were reported. (B)(6) 2009: the patient presented with following preop diagnoses: dysphagia, probable peptic esophageal structure. The patient underwent the following operations: esophagogastroduodenoscopy with balloon dilation of esophageal structure and biopsies of antrum for pathology. The patient had following post-op diagnosis: schatzki&#38112;ring, erosive gastritis. No patient complications were reported. (B)(6) 2009: the patient was discharged with following diagnoses: 1. Chest pain likely secondary to anxiety. 2. Status post prostate radiation. 3. Low back pain. 4. Carpal tunnel syndrome. 5. Root canal surgery. (B)(6) 2009: the patient presented for an office visit (B)(6) 2009: the patient presented with lumbar strain and low back pain. (B)(6) 2009: the patient presented for follow up of low back pain. Assessment: low back pain. Degenerative spondylolisthesis l5-s1. (B)(6) 2009. The patient presented with "popping and catching" in the left thumb for about 2 weeks. Assessment: patient had a left trigger thumb. (B)(6) 2009, (B)(6) 2010: the patient presented for a follow up of low back pain secondary to significant lumbar spondylosis. Assessment: 1. Significant lumbar spondylosis (l5-s1). 2. Low back pain (B)(6) 2009: the patient presented due to chronic aching midline low back pain without radiation into his lower extremities since attempting to bend over and put on shoe inserts and shoes. Pain was 100% back pain and 0% leg pain. Aggravating factors were sitting, leaning and bending forward, lying on his back, and driving. Alleviating factors were walking and standing. Review of systems revealed back pain, bladder incontinence improved with prostate procedure, heartburn, frequent diarrhea. Imaging: 4 view x-ray lumbosacral spine including flexion and extension views showed diffuse spondylosis with degenerative disc disease l5/s1 greater than l4/l5, facet arthropathy greatest at l4/l5 and l5/s1, osteophytosis greatest at l3. X-ray ap pelvis showed no abnormalities. Assessment: 1. Significant lumbar spondylosis 2. Low back pain - clinical examination and imaging most consistent with facet etiology. (B)(6) 2009: the patient presented with following preoperative diagnosis: left trigger thumb. The patient underwent release of the left trigger thumb. No patient complications were reported. (B)(6) 2009: the patient presented for postop left trigger thumb release. (B)(6) 2010: the patient presented with facet joint arthropathy and myofascial pain syndrome. The patient underwent the following procedures: 1. Bilateral l5-s1 facet corticosteroid injection under fluoroscopic guidance. 2. Trigger point injections into bilateral lower lumbar paraspinal, gluteus medius, and piriformis muscles. No patient complications were reported. (B)(6) 2010: the patient presented with lumbar spine pain secondary to significant lumbar spondylosis with degenerative disc disease and facet arthropathy. He was status post bilateral l5/s1 facet block. Assessment: 1. Significant lumbar spondylosis with ddd and facet arthropathy. 2. Low back pain - significantly improved with bilateral l5/s1 facet blocks. (B)(6) 2010: the patient presented with facet joint arthropathy and myofascial pain syndrome. The patient underwent the following procedures: 1. Bilateral l5-s1 facet corticosteroid injection under fluoroscopic guidance. 2. Trigger point injections into bilateral lower lumbar paraspinal muscles. No patient complications were reported. (B)(6) 2010: the patient presented with lumbar spondylolysis and myofascial pain syndrome. The patient underwent the following procedures: 1. Bilateral l5-s1 facet corticosteroid injection under fluoroscopic guidance. 2. Trigger point injections into bilateral lower lumbar paraspinal and gluteus medius muscles. No patient complications were reported. (B)(6) 2010: the patient presented with lumbar spine pain secondary to significant lumbar spondylosis with degenerative disc disease and facet arthropathy. He was status post bilateral l5/s1 facet block on (B)(6) 2010. Assessment: 1. Significant lumbar spondylosis with ddd and facet arthropathy 2. Low back pain - significantly improved with bilateral l5/s1 facet blocks. (B)(6) 2010: the patient underwent MRI of lumbar spine without contrast due to low back pain. Impression: 1. Bilateral pars defects at l5 with grade 1 spondylolisthesis. 2. Mild multilevel degenerative disc disease and spondylosis most prominent at l5-s1. 3. No large disc protrusion or canal stenosis. Minimal broad based disc bulges present at a few levels without neural encroachment. 4. Mild bilateral neural foraminal narrowing at l5-s1. (B)(6) 2010: the patient presented with lumbar radiculopathy and spinal enthesopathy and underwent the following procedures: 1. Left l5-s1 transforaminal epidural steroid injection under fluoroscopic guidance. 2. Trigger point injections into left l4-l5 paraspinal, left l5-s1 paraspinal, and left gluteus medius muscles. The patient tolerated the procedures well. (B)(6) 2010: the patient presented with the chief complaint of low back pain and left lower extremity pain. He had experienced one episode of shooting pain involving the left lower extremity in an s 1 distribution from his buttock into his heel. He stated, however, that the leg pain had only occurred once. His pain increased with prolonged sitting, driving, and lying on his right side. His pain was alleviated on lying flat on his back with his legs elevated. Physical exam revealed some difficulty secondary to pain when transferring from a seated to a standing position. Four views of the lumbar spine revealed a diffuse degenerative spondylosis. There was a grade 1 spondylolisthesis at l5-s1 with bilateral facet arthropathy at this level as well. Lumbar MRI scan again revealed diffuse degenerative spondylosis with a grade 1 spondylolisthesis and bilateral pars defect at l5-s1. (B)(6) 2010: the patient presented quite symptomatic with regard to his lumbar spondylolisthesis and spondylolysis. Review of the patient's MRI again showed desiccation of the disk at l5-s1 along with calcification posteriorly. The patient as well had a grade I spondylolisthesis, which was dynamic in nature on flexion/extension views. (B)(6) 2010: the patient underwent x-ray of chest pa/lat for preoperative evaluation. Impression: no active process. (B)(6) 2010: the patient presented with following preoperative diagnosis: spondylolisthesis l5-s1. The patient underwent the following procedures: 1. Posterior fusion l5-s1. 2. Posterior lumbar interbody fusion, l5-s1. 3. Reduction in spondylolisthesis, l5-s1. 4. Posterior lumbar diskectomy with decompression, l5-s1. 5. Autograft from local bone. 6. Placement of interbody device, l5-s1, peek cage alphatec. 7. Posterior lumbar instrumentation, alphatec, l5-s1. 8. Continuous electrophysiological monitoring during the entire case. Per op note, end plates were rasped, bmp, allograft and no placed anteriorly within the disc space. Once this had been done, peek cages filled with bmp were inserted into the disc space, once at the appropriate depth, inserters were then removed and then attention was paid to the remaining instrumentation. The compression was applied between l5 and s1 screws. Endcaps were then torqued off. At this point, the tabs were broken off as well. Then attention was paid to posterolateral fusion. Decortication of the sacral ala along with the transverse process and pars of l5 was undertaken. Following this, bmp, allograft, nq and autograft were placed out laterally in the gutters. No patient complications were reported. C-arm fluoroscopy was utilized and frontal/lateral images of lumbosacral spine were recorded intra-op. Following was the postoperative diagnosis: spondylolisthesis l5-s1 with central stenosis. (B)(6) 2010: the patient presented for follow up post-surgery. Two views of his lumbar spine reveal posterior pedicle screws and interbody graft well positioned at l5-s1. (B)(6) 2010: the patient presented for follow up post-surgery. X-rays reviewed showed the patient had good position of hardware. Slight up going screw in the l5 pedicle. However, this also might be due to the scoliosis that he had at this level. Good position of interbody device and graft. (B)(6) 2011: the patient presented status post lumbar fusion at l5-s1. He complained of isolated low back pain, worse on the left. (B)(6) 2011: the patient presented five months status post lumbar fusion. The patient reported sudden severe low back pain. Lumbar ap and lateral plain films for flexion and extension views revealed interbody graft and posterior pedicle screws well positioned at l5-s1. The fusion was healed across the disk space and laterally. The instrumentation was well maintained without signs of lucency or failure. (B)(6) 2011: the patient presented for follow up of his low back pain. (B)(6) 2011: the patient underwent CT of lumbar spine without contrast due to low back pain. Impression: postoperative changes at l5-s1. Slight spondylolisthesis l5-s1. (B)(6) 2011: the patient presented 5 months after modified gills, l5-s1. The patient complained that his pain had been worsening, especially off to the left side in the left lumbosacral region. Physical exam showed significant tenderness to palpation over his hardware, especially on the left. (B)(6) 2011: the patient presented for follow up of significant low back pain. Palpation over his hardware caused significant pain for him along with tenderness to palpation and reproducing some radicular symptoms posteriorly down his leg with palpation of the hardware. (B)(6) 2011: the patient underwent x-ray of chest pa lateral 2 views due to hypertension. Impression: no acute chest findings or significant change since (B)(6) 2010. (B)(6) 2011: the patient presented with following preoperative diagnosis: possible pseudoarthrosis l5-s1, with painful hardware. The patient underwent the following procedures: 1. Posterolateral fusion l5-s1. 2. Exploration of fusion l5-s1. 3. Removal of hardware l5-s1. 4. Autograft local bone. No patient complications were reported. The patient was discharged. (B)(6) 2011: the patient presented status post removal of hardware and posterolateral fusion at l5-s1. The patient had just started having little bit of achiness and discomfort in his lower back. X-rays of the lumbar spine reveal good placement of the interbody spacer-good fusion currently at the lateral borders. Impression: 1. Status post removal of hardware l5-s1. 2. Posterolateral fusion. (B)(6) 2011: the patient presented for follow up visit. Physical exam revealed positive patrick test on the right more so than the left. X-rays reviewed showed solid posterolateral fusion at l5-s 1. Interbody fusion is difficult to fully assess. (B)(6) 2011: the patient presented with following preoperative diagnosis: left si joint djd. The patient underwent the following procedure: left si joint injection with c-arm fluoroscopy and fluoroscopic guidance. The patient tolerated the procedure well. (B)(6) 2011: the patient presented for follow up visit. The patient complained of lumbosacral pain off to the left more so than the right. (B)(6) 2011, (B)(6) 2012: the patient presented for follow up visit. (B)(6) 2012: the patient presented for an office visit and complained of having right heel pain. Physical exam revealed significant tenderness to palpation over his right heel spur just anterior to the os calcis. X-rays of the foot demonstrated no evidence of fracture or dislocation. No prominences of a heel spur. (B)(6) 2012: the patient presented for an office visit. (B)(6) 2012: the patient presented for a follow up on his foot dysesthesias. (B)(6) 2012: the patient presented with significant dysesthesias in his feet bilaterally. He stated that it was worse when he lied down and when he stood up and when he walked his foot pain actually improved. He stated that it was globally the whole foot that caused discomfort. Physical exam revealed some varicosities in the venous structures. The patient underwent lidocaine injection into the tarsal tunnel. The patient tolerated the procedure well. (B)(6) 2012: the patient presented for an office visit and complained of left upper extremity paresthesias. Trileptal, neurontin, soma were started. (B)(6) 2012: the patient underwent MRI of cervical spine without contrast. Impression: 1. Postoperative changes from a multi-level a nterior fusion procedure in the mid and lower cervical spine. 2. Moderate to severe spinal stenosis at c3-4 and c4-5 secondary to severe disc bulges and/or disc protrusions. The patient also underwent MRI of thoracic spine without contrast. Impression: 1. Small central disc protrusions at t4-5 and t6- 7. There was slight flattening of the ventral aspect of tile cord at the t6-7 level. No central canal stenosis. (B)(6) 2012: the patient presented with following chief complaints: "MRI, cervical problem, thoracic problem" the patient had pain in the left, medial and deep sections of the c-spine. The quality of pain was described as aching, throbbing, dull, deep and constant. Aggravating factors were lifting; twisting; bending/squatting; pushing/pulling. The patient reported having weakness; tingling; radiation down arm. Physical exam revealed atrophy of the left anterior cervical region secondary to an old chain saw injury. Soft tissue palpation on the right: no tenderness of the paracervicals, the scalene muscle, the sternocleidomastoid, the supraclavicular fossa, the trapezius, the levator scapulae, or the rhomboid and no trigger point pain. Soft tissue palpation on the left: no tenderness of the paracervicals, the scalene muscle, the sternocleidomastoid, the supraclavicular fossa, the trapezius, the levator scapulae, or the rhomboid and no trigger point pain.